Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided the patient experienced an enterotomy which appears to be the cause for the fistula and infection experienced by the patient. There is no mention or visualization of the bard kugel patch in the operative notes for the procedure performed on (B)(6) 2001. It appears the bard kugel patch was not excised and left in place. While there is no indication that the mesh caused or contributed to the patient's development of fistula and infection, fistula is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. The patient's clinical course after the (B)(6) 2001 procedure is unknown. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
As originally alleged the patient has been implanted with a defective hernia repair product. The following is based on a review of medical records received on 07/13/2016 and provided to davol by the patient's attorney: on (B)(6) 2001 - the patient underwent repair of an incisional hernia with implant of an alleged bard kugel patch. On (B)(6) 2001 - the patient is status post ventral hernia repair with kugel mesh. Patient developed enterocutaneous fistula and necrotizing fasciitis. The patient became toxic. The patient's wound was opened up at the bedside and she was noted to have succus entericus draining from the wound. The patient underwent an exploratory laparotomy, repair of enterotomy and wound debridement of necrotizing fasciitis. During the procedure the md was able to visually identify the enterotomy and close it with silk sutures. The right hernia sac was noted to be contaminated with "foodstuff" as well as necrotic debris. There was no mention or visualization of the implanted bard kugel patch. At the end of the procedure the patient remained intubated and was transferred to the surgical intensive care unit in guarded condition.